Manufacturer narrative:
Date of event: exact date of the event was not reported the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device found a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. This could potentially result in forward firing. The fiber proximal to fracture could rotate independently of the metal cap. The glass cap exhibited mild devitrification at output window and there was charred detritus adhered to the metal cap. The fiber connector was observed damaged, but this was most likely due to storage or handling after use of the device. Due to the observed glass cap distal fracture, an evaluation conclusion code of unintended user error caused or contributed to event was assigned to this investigation. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
Analysis identified the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge that could potentially lead to forward firing. There was no reported clinical consequence.